Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the device was removed from the patient, a partial shaft break and a shaft kink was noted.

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The patient presented with chest pain and a myocardial infarction without st elevations. The 85% stenosed eccentric restenosed lesion measuring 40mm in length was located in a severely tortuous and severely calcified mid right coronary artery (rca). A second lesion was located in the left anterior descending artery (lad). The lesion in the rca was predilated with a 2.0x15mm non bsc balloon. A 2.5x28mm promus element stent was advanced to the lesion but could not cross after multiple attempts. While advancing, it was noted by the physician that the shaft looked abnormal approximately 30cm from the stent. When the device was removed from the patient the shaft was "almost cut and dangled.'' While the device was being examined outside the patient, the shaft fractured. The procedure was completed by deploying a 3.5x16mm promus element stent in the lad, a 2.75x24mm promus element stent in the mid rca and a 2.5x20mm promus element stent in the distal rca. No patient complications were reported. Patient status is listed as stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 19cm distal from the catheter's strain relief. The device was kinked at the point of separation. There were also kinks along the entire length of the hypotube. The coating of the hypotube sheath was damaged at two points and was slightly torn on one side. This type of damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).